Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in sinus tachycardia. The device attempted to overdrive pacing without success and, therefore, received shock. The device was reprogrammed and remains in use. The patient is enrolled in the adapt response clinical study. No further patient complications have been reported as a result of this event.